Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that an aortic dissection and death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Following the procedure, the patient died as the patient's aorta was nicked during the course of the procedure. No further information was provided. It was further aligned that a vessel trauma as opposed to an aortic dissection occurred.

Manufacturer narrative:
B5: describe event or problem - updated to report a vessel perforation as opposed to a dissection. H6: patient codes- updated to account for a vessel perforation as opposed to a dissection.

Manufacturer narrative:
B2: date of death - estimated as 01 january 2024 as this was the year the social media comment was made, and the date of death is unknown. B3: date of event - estimated as 01 january 2024 as this was the year the social media comment was made, and the date of the event is unknown. D6a: implant date - estimated as (B)(6) 2024 as this was the year the social media comment was made, and the date of the implant procedure is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that an aortic dissection and death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Following the procedure, the patient died as the patient's aorta was nicked during the course of the procedure. No further information was provided.